Manufacturer narrative:
The customer had received liquid level detection (lld) errors on 2 other tests for this patient sample but not the estradiol iii test. The field service engineer (fse) found the sample probe was out of alignment. The fse realigned the sample probe and sipper probe and performed instrument performance testing. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys estradiol iii assay (estradiol iii) on a cobas e 411 immunoassay analyzer. The initial result was 8,389 pg/ml. The repeat result was 5.0 pg/ml. The sample was repeated again with a result of > 3,000 pg/ml. The sample was repeated as the initial results "were too far off of yesterday¿s run." No questionable results were reported outside of the laboratory. The 2nd repeat result of > 3,000 pg/ml was believed to be correct as it more closely matched the patient¿s medical history. The estradiol iii reagent lot number was 590311. The expiration date was not provided.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2022 and was acceptable. Qc results were low on (B)(6) 2022. The service actions resolved the issue.